Event description:
It was reported that the nurse noticed a red discoloration on the tubing and the filter was yellowish in color instead of white. Total parenteral nutrition (tpn) was infusing at the time of the event and it was uncertain whether the red discoloration was from blood or some form of medication incompatibility issue. The tubing was then removed and the physician was notified. The patient was unable to get the remainder of the tpn due to the issue. There was no patient injury. A photo of the product was provided by the customer.

Manufacturer narrative:
Cont¿d d.11: non-bd (bbraun) 2000ml infusion bag eva mixing container ref 2112531, 4)non-bd extension set, and 5)approximately 4ml full bd 10ml syringe 0.9% sodium chloride injection usp ref 306547 lot 9168993 exp 2022-05-31. The customer's report of set discoloration (tubing being red and filter being yellowish) was confirmed by visual inspection of as-received product. Visual inspection observed yellowish/brownish fluid all within the infusion bag, sections of the primary tubing (above upper fitment and below filter), filter, and male luer; as well as dark reddish brownish fluid residue observed within the lower area of the silicone segment. The set was able to be reprimed and the existing colored fluid within was able to flow out the set with no issues observed. Further functional and pressure testing of the primary set observed no backflow or other issues. The probable cause of the discoloration was from the color of the liquids within the tubing- blood (based on the customer's provided note- blood backed up into filter) and/or tpn (which is often yellow in color due to the multivitamins it contains).

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Per customer, the requested patient demographics is not available.

Event description:
It was reported that the nurse noticed a red discoloration on the tubing and the filter was yellowish in color instead of white. Total parenteral nutrition (tpn) was infusing at the time of the event and it was uncertain whether the red discoloration was from blood or some form of medication incompatibility issue. The tubing was then removed and the physician was notified. The patient was unable to get the remainder of the tpn due to the issue. There was no patient injury. A photo of the product was provided by the customer.